Event description:
The clinician reports the implant was inserted (B)(6) 2025 . On (B)(6) 2026 , loosening of implant not related to bone ingrowth was verified. According to the information, the patient is a healthy. Observed during the event: pain. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.